Event description:
It was reported to philips that the device failed testing indicating failure of pads/paddles. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device's pads failed. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer was advised to replace the battery and therapy board to rectify the reported problem. The customer is to order the part and replace upon delivery. No further actions were taken and none are warranted.